Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Impella placed without complication. When the guide catheter was inserted, a kink was noted in the distal end of the cannula just before the outflow. The impella was pulled back a little bit and flows increased to 1.5l/min. Md then stated he thinks it is an anatomical issue because the heart is horizontal. The impella weaned and explanted.